Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed, one opening on the diaphragm valve side assessed as cracked valve seat diaphragm valve. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.